Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The logfile shows the tf8912 one time during ventilation at the event date (B)(6) 2025. (B)(6) 2025 16:01:39 audio paused on special 516. (B)(6) 2025 15:58:30 tf: 8912 tech fault 8912. (B)(6) 2025 15:53:44 loss of peep alarms 4001. The logfile confirms a single occurrence of tf 8912 (ftf_cuff_no_motor), indicating a failure of the intellicuff motor or its actuation/control path. There is no evidence of repeated cuff-related faults, and the device continued operation after the event, suggesting a non-systemic, isolated component malfunction. The surrounding alarm pattern (leak/volume/peep instability) supports that the ventilator was operating under unstable conditions, but does not indicate a causal link to the cuff motor failure. The implemented correction (replacement of intellicuff) is appropriate and aligns with a hardware-level failure of the cuff controller module. Given the absence of recurrence and no additional complaints for this device, the issue is best classified as a sporadic intellicuff hardware failure. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with technical fault 8912 during ventilation. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.